Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported xen®45 gts was "defective - xen split" when attempting to implant in the eye. The device did make patient contact but no injury occurred and a backup xen was utilized.